Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 396 mg/dl at the time of the call. The customer was assisted with trouble shooting, but the customer's pump passed the test functions. The customer was advised to change the reservoir and infusion sets. The customer was set new infusion sets to try out. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.